Event description:
It was reported that the right ventricular lead exhibited loss of capture. During tie down of the suture sleeve the lead was crushed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.